Event description:
During a battery replacement due to normal expected battery depletion, the patient's lead was found to be fractured, so they underwent a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.